Event description:
During angiography injection with contrast, it was reported the catheter ruptured at approximate 30cm from the distal tip. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture is observed at approx 23.5 cm from the distal tip. No other anomalies were noted. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. This is most likely to occur during injection of contrast when the distal portion of the catheter is kinked or occluded. Catheter rupture.